Event description:
The reporter stated the surgeon inserted a cq2015 collamer three piece lens and the lens haptic tore off. The lens was removed with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the facility discarded the lens.

Manufacturer narrative:
Eval conclusions : a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluations of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.